Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A customer reported getting a blank screen as they tried to turn their freestyle meter on by pressing a button or inserting a test strip and as a result of being unable to test, she experienced a medical incident. The customer reportedly started to drink a lot of cold water and was feeling sick to her stomach, dizzy and having blurred vision. The customer further reported being seen at a health care facility, diagnosed with hyperglycemia and diabetic ketoacidosis, and treated with unspecified medication that was a change to her normal regimen. There was no report of death or permanent impairment associated with this medical event.